Manufacturer narrative:
The device has been returned to the MFR and has been analyzed as follows: the port body showed external damage on the bottom of the device. What appears to be a hole on the bottom of the port was observed. The device septum showed no internal damage. No holes, cuts, tears or any other anomalies were observed on the polyurethane catheter. The distal end of the device catheter was clean and open. The device was flushed with no resistance to flow felt. The effluent contained some reddish fluid which quickly dissolved. The device withstood a pressure test with both air and fluid with no leakage seen at 60psi. The hole on the botton of the port body did not leak and appeared to be occluded with what appeared to be blood. The report that the needle went through the bottom of the device has been confirmed; however, the cause of this event is inconclusive. A previous review of the engineering report on septum puncture testing for this model device was performed. The puncture testing was perfomred at 20psi, using a 22ga straight needle. Our puncture testing has never revealed a problem of this type. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The facility will be notified of our review of this incident. No further info is available. The MFR is now closing its file on this event.

Event description:
On 2/10/97, the facility o.r. Coordinator contacted the MFR. And reported that when the device was struck with the needle, the needle went through the back wall of the device. As a result the device was explanted and is being returned to the MFR for eval.